Event description:
Pt implanted with a prodisc-l at l4-l5 visited a surgeon with complaint of persistent pain at operative level. The surgeon noted that the implant is several mm's off midline and placed extremely posterior toward the thecal sack. Removal of the hardware and revision to a lateral fusion device is pending. This is two of three reports for the same event.

Manufacturer narrative:
Info was not provided during initial report. Additional info was requested, however, returned document did not include this info. Device has not been explanted, revision is pending. Device history record is in the review process.